Manufacturer narrative:
Corrected: patient code 1, method code 2, result code 6, conclusion code 1. B2: the same patient was reported in gore event (B)(4) (MFR report#: 2017233-2019-01077). According to updated information received from the physician, the patient expired 8 days after the conversion due to graft infection following the conversion. Since the death seems to be related to the aaa infection, this event has been changed to ¿required intervention¿ and event (B)(4) will be changed to death. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following publication was reviewed: ¿results of transarterial embolization for treating type 2 endoleaks: a single center experience¿ (ernesto arenas azofra et al., ann vasc surg., published online 02-aug-2019). The article describes a retrospective analysis of a prospectively-maintained database containing 35 consecutive patients treated for a type 2 endoleak after endovascular repair of abdominal aortic aneurysms (evar) between 2003 and 2017 in a single center. On (B)(6) 2010, the patient presented with a 59 mm abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2010, a type ii endoleak originating from lumbar arteries was identified, which was followed by consistent monitoring. On (B)(6) 2015, the endoleak was treated with iliolumbar transarterial embolization, due to significant aneurysm growth to 84 mm. According to the physician the embolization was not fully successful and further growth was visible. On (B)(6) 2018, the patient was converted to open surgery. According to the physician the embolization was not fully successful and further growth had been seen (final aneurysm diameter: 99 mm).

Manufacturer narrative:
Since no date of event was communicated, the date of online publication was used as the event date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following publication was reviewed: ¿results of transarterial embolization for treating type 2 endoleaks: a single center experience¿ (ernesto arenas azofra et al., ann vasc surg., published online 02-aug-2019). The article describes a retrospective analysis of a prospectively-maintained database containing 35 consecutive patients treated for a type 2 endoleak after endovascular repair of abdominal aortic aneurysms (evar) between 2003 and 2017 in a single center. The article provides details for patient p3, treated with gore® excluder® aaa endoprostheses in 2010, who experienced aneurysm-related death after a treated type 2 endoleak: pre-evar aortic diameter: 59 mm. Reintervention after 60.5 months / pre-reoperation diameter: 84 mm. Open conversion: after 92.9 months. Final diameter: 99 mm. Aaa related death after 93.1 months. No additional details are provided in the article.